Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv threshold varied between 1.25 to >2.5 volts throughout record, averaging around 1.7 volts.

Event description:
It was reported that the patient felt lightheaded and dizzy. Telemetry showed the right ventricular (rv) lead with pacing spikes and random non-capture. Fairly irregular and high capture threshold measurements were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.